Event description:
Meter name: fasttake. Strip name: lifescan fasttake. Meter code: unk, strip code: unk. Strip storage: unk. Symptoms: headaches. A pt reported they were unable to test. Their meter allegedly would only prompt apply sample message. There was no result on their meter. No other tests or comparisons. Not treated. No further info has been reported.